Event description:
Filter in the cartridge would not saturate, attempted with 4 different cartridges, all same lot number, with same outcome. Used different lot number and cartridge worked as intended.